Event description:
It was reported that the keypad button presses did not activate desired pump functions. The patient claimed the keypad buttons were sticking when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was returned to animas. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed; however, testing confirmed intermittent responses to button presses on all keypad buttons. There was evidence of adhesive/contamination found under all key contacts when the keypad was removed.